Event description:
A customer contacted beckman coulter regarding errounesly elevated troponin (accu tnl) results from two different patient samples that were generated by the access 2 instrument. Per customer, the initial accu tnl results for patient a and b were above the ami cut-off value. The accu tnl results for both patients (a and b) were reported out of the lab and questioned by the physician. The patient a and b samples were re-tested for accu tnl. The repeated accu tnl result for patient a recovered in "the normal range". The repeated accu tnl result for patient b recovered in a "lower clinical range". The actual resultsa were not provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.